Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it is likely that the balloon interacted with the mildly tortuous and moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat 65% stenosed lesion in the superficial femoral artery (sfa) with moderate calcification and mild tortuosity. The 4x200mm armada 35 ll balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, a rupture occurred when attempting in inflate the balloon to nominal pressure, 8 atmospheres (atm). Therefore, the bdc was removed from the patient. Another armada 35ll balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.